Manufacturer narrative:
Medwatch report 3006179046-2020 -00278 was inadvertently submitted. After a review of the reported issue it has been determined that there no indication of an adverse reaction, death or serious injury, or the need for intervention to prevent death or serious injury. Further, death or serious injury is unlikely should this or a similar event recur. No reporting is required

Manufacturer narrative:
The rod was received for functional and visual testing and the reported event was not confirmed. The root cause cannot be determined as the rod was fully functional and met acceptance test specifications.

Event description:
Information was received that prior to insertion, the rod was tested and it was identified that the rod was not distracting. There was no patient injury reported.